Manufacturer narrative:
The hillrom technician found the sidecom board needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A pm search was performed on this serial number resulting in no pm records found for this serial number.¿ it is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom board and the pcb board to resolve the reported event.¿¿based on this information, no further action is required.

Event description:
The hrc service technician found that the bed nurse call board was not working. There was no allegation of patient or caregiver injury, or death reported from this alleged incident. This event was captured under hillrom complaint ref #(B)(4).